Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the apex hole eliminator (p/n: 124603000) was idled when the surgeon fixed into the cup (p/n: 121722050) during the tha surgery on (B)(6) 2018. It probably stripped the thread of the cup. The surgeon judged it was no problem to insert and left it as it is. The surgery was completed without problems and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.